Event description:
It was reported that a patient developed a seroma at an unspecified time following a body lift procedure. Unspecified surgical intervention to address the seroma was performed; the event resolved and was observed again the following week. Resolution was reported as the same as the onset date. Additional information was requested; no additional information was received.

Manufacturer narrative:
Seroma developed. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. Study reports the following possible products: - monocryl (poliglecaprone 25) suture. Monocryl (poliglecaprone 25) suture.